Event description:
Per customers description: "battery smoked when charging". The service unit tested the battery, among other batteries in the house, finding it to be bad according to the battery tester recently received from arjohuntleigh. No patient or caregivers injuries were reported. The battery was voluntarily tagged out for service by the customer and not used with patients; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.